Manufacturer narrative:
Patient's city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in china on (B)(6) 2024, it was reported that the patient was hospitalised and received emergency medical treatment on (B)(6) 2024 due to diabetic ketoacidosis.at the time of this report, the patient was still in hospital. No further information available.